Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: the retain-sleeve was received in a used condition. There are all over signs of wear marks visible. At the threaded tip is a part of thread pitch broken off. The broken part is returned. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is confirmed due to the damages found on the device. Because of the damage, it is not possible to measure the relevant dimensions anymore. However, based on the findings above no fault could be found in material or during the production. Such breakages can occur due to mechanical overloading when lateral applied force is applied. Using the sleeve for positioning / correction in slanting direction may cause too high force on the connecting area what finally caused the breakage. The aging of the device may have played a certain role, too. Therefore we classify this breakage as caused by to high mechanical force during insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:03.632.001. Synthes lot number: 6705460. Supplier lot number: n/a. Release to warehouse date: nov 22, 2011. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a posterior spinal fusion performed on (B)(6) 2020, the surgeon felt something different from usual manner during screw insertion. As surgeon was inserting the screw, he heard little noise, and he finally found that the threads of the sleeve had chipped. He confirmed visually and by x-ray that no fragment was left in the patient¿s body. The procedure was completed with less than thirty (30) minutes surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: locking/set screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) holding sleeve-standard for matrix. This is report 1 of 1 for complaint (B)(4).